Event description:
Customer alleges discrepant results with meter. Pt's target therapeutic range is 2.3 - 3.0. Lab drawn done about 2 hours after meter result. Pt believes 1.0 result on (B)(6) 2011 is correct because physician withheld coumadin.

Manufacturer narrative:
Investigation pending.